Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Device received pump error 35 because the force sensor cable is incompletely plugged in.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a critical pump error as well as a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose was 306 mg/dl. Troubleshooting steps were provided for critical pump error. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to the back-up plan. The insulin pump will be returned for analysis.